Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as likely cause of the high lead impedance test result. It was reported that the pt had fallen recently on her chest at the group home where she resides. As a result of the fall, the pt reportedly suffered from contusions which required the pt to go to the ER to obtain stitches. X-rays were performed and sent to the manufacturer for review. The lead connector pin did not appear to be fully inserted past the generator connector block. This condition can cause the device diagnostics to result in the high impedance reading obtained. No other anomalies noted via x-ray review. Further follow up revealed that the pt underwent revision surgery. Device diagnostic prior to surgery indicated high impedance (dc dc code 7 and limit). The surgeon re-inserted the lead connector pin into the generator. Another lead test was performed and resulted in ok impedance (dc dc code 2), indicating proper device function. The cause of the high lead impedance test result was determined to be a lead/generator connection anomaly.